Manufacturer narrative:
It was discovered on 10/10/2020, that "lot number" and "serial number" was erroneously omitted in initial report. Correction: lot number is 251300 and serial number is (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 11/2/2020, the mentor failure analysis lab has received the device for evaluation. The investigation of the returned device was completed by the failure analysis lab on 11/8/2020. Device evaluation summary: according to the information received, the patient experienced a deflation in the breast implant. During the visual evaluation, an anomaly was observed on the anterior view of the device and extending to the posterior view, consistent with a crease/fold. A tear was also observed within the crease/fold on the posterior view, measuring approximately 0.5 cm. The evaluation determined that the loss of shell integrity is consistent with a crease fold deflation of the implant shell, which is a known inherent risk of saline-filled mammary prosthesis. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. (B)(4).

Event description:
It was reported that a female patient who underwent breast augmentation surgery with a 300cc mentor smooth round moderate profile saline breast implant experienced right sided deflation post procedure. As a result, patient underwent removal and replacement like device on (B)(6) 2020.